Event description:
It was reported that during a hand assisted laparoscopic donor nehrectomy procedure, there was a hole in the renal vein and the surgeon was repairing it with the device. The first four clips advanced on the vessel and the surgeon wanted a fifth for security. After firing the fifth clip the jaws would not open. The rep told the surgeon to keep pumping the device plastic to plastic, but the jaws still would not open. The surgeon tried numerous ways to get the jaws to open and they would not. The jaws then finally opened on their own. There was no adverse consequence to the pt.